Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned implant reveals signs of poly wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following device was received as blind unit: part: 158104008. Lot: 14071498. The degvf is the raw material lot. However, it couldnt be associated with a complaint or any other existing record. As a result, this product complaint was created to analyze the returned device from (B)(6). This complaint involves one (1) device.